Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an insufficient connection of the power cord to the programmer caused the programmer to power down during a device check. Manipulation of the power cord allowed for the programmer to re-boot. At a later time, the programmer was unable to be turned on. It was also reported that the flashing "battery charging" light that was working initially stopped, and the programmer shut down again. After a new power cord was attempted, everything was functioning properly. A new power cord has been ordered, and the programmer was taken out of service until the new power cord arrives. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.